Event description:
Since I've had essure implanted I bleed super heavy when I'm on my period. I cramp up everyday and when I'm about to start my period a week before I start getting pains like I am going into labor, it's terrible. I am constantly bloated, my abdomen swells a lot too. My breasts hurt terribly. I spot throughout the month. When I stretch my fallopian tubes hurt, if that makes any sense. Terrible back pain and headaches. Legs hurt all the time. Just always in a lot of abdomen pain. (B)(4). Mw5035651 update on (B)(6) 2014: I forgot to mention that after I had the essure procedure done I bled for 6 months straight.